Manufacturer narrative:
Evaluation results: inherent risk of procedure (acute occlusion necessitating surgical intervention). Evaluation conclusions: known inherent risk of procedure (acute occlusion necessitating surgical intervention). (B)(4).

Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right distal sfa to popliteal 1 segment. An admiral xtreme pta balloon catheter and a complete se peripheral stent were subsequently used to treat a dissection. Approximately 16 months post the index procedure stent occlusion event of the right sfa was reported. Event was treated with a stent. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved.

Event description:
Previously reported stent occlusion was also treated with an admiral xtreme pta balloon catheter.